Manufacturer narrative:
Pending investigation. Upon receipt of the investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports via phone, (B)(6) male undergoing a stone removal procedure when fluoro failed. Staff had to reboot the system twice before system started functioning correctly. Procedure was completed with no further incident. No reported injury.